Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal unknown d rug via an implantable pump for unknown indications for use. It was reported that the patient had to have their pain pump removed due to an infection and complications. It was unknown if there were any environmental/external/patient factors that had led or contributed to the issue. Actions/interventions taken included device removal. It was unknown if the issue had resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient indicated that the second pump was better as it used a smartphone, which had more information on it about the pump, and was able to deliver the bolus when they needed it. The patient also stated that they had numerous revision surgeries on that one as well. The patient stated that between both pumps, they had at least 8-10 revision surgeries {refer to manufacturing report #3004209178-2017-15560 regarding the previous revisions} and it was likely that most of them were not needed. The patient stated that the second pump was removed as there was a large infection draining pus, along with swelling and redness. At that time, another hcp who was also part of the same group, and who was also doing the check-ups as far as adjusting the pump saw the incision and notified their managing physician, at which time all three of them agreed that the pump needed to be removed. The patient stated that they were not given a reason as to why that happened but could only assume that their body rejected the surgery, as the area both pumps were in likely could not tolerate any more surgeries. The patient requested that they be admitted for the night when the final surgery was done, and their managing physician sent no orders for the patient to receive their regular medications or anything for pain as they went into withdrawal in the hospital and could not get in touch with anyone. The patient was also taking xanax at the time, and didn't event receive that which the patient stated could've caused them to have a seizure, and or even death. The patient stated that they were going to retain an attorney to file a malpractice claim against the group as all the hcp's were always doing something with the pump. The patient stated that when an adjustment was made, that was the easiest part and took little time. One of the hcp's was the only one who did refills on the pump, so if the patient was not having revision surgery, the hcp was always doing something to the pump with a needle and a lot of pressure. The patient stated that for the infection, they believed they were prescribed antibiotics as at that point, there was not much more that could be done.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.